Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was not displayed on the pump touchscreen. Tandem technical support verified that basal and bolus history were recorded and that insulin delivery was not impacted. Reportedly, the customer continued to use the pump for insulin therapy. There was no known impact to the customer's blood glucose level.